Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an implant procedure, the doctor was only able to get the lead halfway into the header block of the implanted device. When they tried to get the lead out of the connector block, it was stuck. The torque wrench appeared to have tightened the set screw at some point, but when they tried to unscrew the setscrew, it would not back out at all, and the torque wrench didn't appear to be working. They tried a new hex wrench, which did back out the setscrew, but the lead was still stuck in the device header block. The lead was eventually removed, but was broken in the process. The device and lead will be returned for analysis.